Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 42 mg/dl. The customer's father reported that prior to the event, the customer had said that she was not feeling well. The perceived cause of event was over infusion of insulin. Programming was correct. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.